Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead the device was evaluated by a zoll canada field representative at the customer site. During initial testing; after disassembling the device to determine root cause, the report was no longer seen. The device will be thoroughly evaluated once it is received at zoll medical corporation. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. Complainant indicated that there was no patient involvement in the reported malfunction.